Manufacturer narrative:
(B)(4). Device not available for analysis.

Event description:
Per the clinic, the device was explanted on (B)(6) 2000, due to unknown reasons. The patient was reimplanted with a new device during the same surgery. No further information was made available.